Manufacturer narrative:
Additional information : the potentially associated lot number was manufactured on 03jun2019. A batch review was conducted for the potentially associated lot number r19f01046 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This events occurred during unspecified dates of (B)(6) 2019. Lot #: lot r19f01046 was reported, but the exact lot was not known for the event. MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink extension sets were "not threading easily or properly". It was further reported that leakage was identified between the luer lock of the set and non-baxter catheter. On occasion, the connection would later became loose without manipulation. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.